Manufacturer narrative:
(B)(4)

Event description:
It was reported during follow-up there was no lead impedance updates on the fastpath summary screen. Measurements for a, rv, lv, and hv lead impedances were not available. Final wrap up screen showed only the lv lead impedance updates. The patient was in normal sinus rhythm. The patient was fine.